Event description:
Was administered the synvisc one shot in my knee, within 15 minutes or so had excruciating pain and an extreme amount of swelling. I reported the problem to my doctor, who said to take 800 mg of ibuprofen as often as allowed and to ice, wear compression and keep my leg up. The following day, I could hardly put any weight on my leg and almost had to drag my leg, my muscles felt weird. Swelling went down some as did the pain but a continued amount of pain persisted, along with a great deal of swelling. I had calf pain as well as some back pain in the coming days. I returned to the doctor 3 days later and he drained my knee. The drainage had blood in it. He gave me a cortisone shot to help, which relieved my knee pain and swelling. Quite a bit of residual calf pain a week later.